Event description:
It was reported that the unspecified bd alaris infusion set experienced the air in line alarm during tubing use, and overinfusion. The following information was provided by the initial reporter: customer states that the alaris infusion pump was infusing a bag of heparin starting at 1500 and the pump alarmed ail at 1630. The heparin bag was empty and over infused.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced the air in line alarm during tubing use, and overinfusion. The following information was provided by the initial reporter: customer states that the alaris infusion pump was infusing a bag of heparin starting at 1500 and the pump alarmed ail at 1630. The heparin bag was empty and over infused.

Manufacturer narrative:
B.5. Describe event or problem: it was reported that the bd alaris pump module smartsite infusion set experienced the air in line alarm during tubing use, and overinfusion. The following information was provided by the initial reporter: customer states that the alaris infusion pump was infusing a bag of heparin starting at 1500 and the pump alarmed ail at 1630. The heparin bag was empty and over infused. D.1. Medical device brand name: bd alaris pump module smartsite infusion set . D.2. Medical device manufacturer: sistemas medicos alaris, s.a. De c.v. D.4. Medical device catalog #: 2420-0007. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: sistemas medicos alaris, s.a. De c.v. G.5. PMA/510(k)#: k944320. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 25-feb-2022. H.3 device returned to manufacturer?: yes. H.3 device eval by manufacturer?: yes. H.6 investigation summary: 1 sample model 2420-0007 was returned for investigation by the customer and investigated under related record, MFR report # 2016493-2022-112491. Inspection of the administration set in the ¿as received¿ condition showed no anomalies. Testing showed the administration set was within specification for concentricity. The customer complaint that the pump alarmed air in line and over infused could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA. H3 other text : see h10